Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is the patient/consumer. Initial reporter also sent report to FDA is unknown, no information provided to date.

Event description:
It was reported that the pump showed twenty-seven (27) hours of infusion remaining with an empty bag. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: no product was returned for visual or functional evaluation. Results: we are unable to confirm the reported complaint as no sample was returned for investigation. Root cause of the reported issue cannot be determined as no sample was returned. If the product is returned, the manufacturer will reopen this complaint for further investigation. No lot number was provided therefore, a manufacturing device history record DHR review could not be performed.